Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive. Additionally, investigation revealed contamination under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. (B)(6).